Event description:
It was reported that prior to starting a da vinci si surgical procedure it was noted that the insulation is peeling off the thoracic grasper instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the insulation is peeling off of the instrument. The distal end of the main tube has various scratch marks with materials removed. The scratches are short in length and are not aligned with the tube axis. Engineering concluded that the damage is likely due to instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.